Event description:
I have allergan silicone texture implants and the right implant just hurts no matter what I do. It hurt above the implant into the crease of my armpit where it was put in and underneath the breast in the crease. It feels heavy and sometimes its hot. The breast is a little smaller than the other but I think one side was always bigger than the other, not sure because it has been so long. I've had an ultrasound by a breast specialist and nothing was found, schedule a mammogram in a week and then an MRI if nothing is showing up on the mammogram. Nothing found but a cyst. FDA safety report ID # (B)(4).